Event description:
The physician reported that the pt received 41 inappropriate shocks, who was admitted to the hospital due to cardia arrest, followed by coma. The subject lead was connected to an ovatio vr 6250 (B)(4). The ICD system remains implanted. Preliminary review of follow up data showed that oversensing was already recorded in device memory during the follow up in (B)(6) 2013 and an overload (the detection of low shock impedance) was confirmed for 26 shocks over 41, indicating that no shock was delivered (0.0j shock); no information was available about the 15 remaining shocks, but it is probable that these shocks were also in overload.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.